Event description:
It was reported during the trial period the patient was taken to the emergency room. The physician reviewed the ER report and he stated the patient had taken more than the prescribed amount of medication, resulting in incoherence. The patient has fully recovered and is going forward with the permanent implant.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.